Event description:
It was reported that during the implant procedure, there was difficulty inserting the rv (right ventricular) lead into the port. After five attempts, the lead was successfully inserted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.